Event description:
Triathlete patient was implanted with prodisc-l at l5-s1 for degenerative disc disease in (B)(6) 2008. Reportedly, patient was doing well for a couple of years until patient fractured pedicles and developed a spondyl. Anterior migration of the superior endplate and poly inlay was noted. Patient was returned to the operating room on (B)(6) 2012 for removal of hardware. Surgeon removed the hardware via anterior approach and revised patient to an anterior posterior lumbar fusion. This is the 2nd of 3 reports submitted on this event.

Event description:
This is 2 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received at hospital for special services (hss) on 05/02/2012 for evaluation. Subject device has been received at hss and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Corrected manufacturer name from synthes (USA) to synthes (B)(4).

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis review of the dhrs for pdl-l-ip00s and the raw material indicate there were no manufacturing discrepancies relevant to this complaint. The anterior migration of the superior endplate and polyethylene inlay failure modes provided in the complaint description are both accurately captured on the current risk analysis for prodisc-l in lines 1.4 and 1.7. Line 1.4 ¿ inlay expulsion/dislocation, severity 4, occurrence 3 causes of hazard include: surgical technique, patient selection, patient activity non-compliant, trauma w/ or w/out posterior column fracture. Current controls include: snap-lock designed to prevent expulsion. Surgeon training and labeling including surgical technique manual - correct orientation of inlay during insertion by checking that rounded profile is facing anterior. Laser etching on inserter instrument also provides additional instruction by showing correct orientation of inlay upon insertion, and confirmation that inlay is fully seated by verifying no step and no gap. Contraindications include pars defect and spondylolisthesis greater than grade 1. Fork distractor provides sufficient distraction and clearance of inlay and superior plate to allow inlay to be fully inserted and locked into place. Labeling warns against engagement in extreme activities - i.e. Heavy weight lifting - that may overload the spine and result in failure of the prosthesis. Line 1.7 ¿ loss of plate fixation - i.e. Migration, severity 4, occurrence 2 causes of hazard include: trauma, surgical technique, implant size, and/or placement of the device. Current controls include: keel provides stable initial fixation and plasma-sprayed ti-porous coating provides long-term fixation with bony ongrowth. Labeling also provides contraindication for osteopenia and poor bone quality. The risk analysis adequately addresses the complaint, as the listed severity of harm 4 and occurrence rates are representative of the patient harm in this case - reoperation - and the clinical history to date. A literature review was also performed to evaluate reported potential causes of anterior plate or inlay migration: auerbach et al - ref 1 - suggest that a keeled tdr device theoretically provides better fixation and stability, thus resisting migration. Proper implant sizing is also stressed, as oversizing has been noted as a cause of migration and revision. Stieber et al - ref 2 - suggest that improper placement of the device too far anteriorly, with an anterior shift in the segment center of rotation, may contribute to the migration of the device as it forms a wedge that could be extruded from the disc space. They also highlight the importance of a thorough discectomy and posterior release. Mathew et al - ref 3 - and shulte - ref 4 - describe anterior inlay migration associated with fractures or instability of the posterior spine. They theorize that either excessive distraction, or the angulation only in the superior endplate, could increase shear loads on the posterior elements or across the segment. Jeon et al - ref 5 - describe how incomplete posterior release and removal of nucleus material could contribute to inlay dislocation. As indicated in the complaint description, the patient fractured their pedicles and now has a spondy. While it is likely that the fractures of the posterior column could have resulted in decreased segment stability and increased shear loads on the implant components and the snap-lock mechanism, it is unclear whether the fractured pedicles occurred before or after the device migration. The patients very active lifestyle as a triathlete may also play a role in unusual stresses being placed on the device and the anatomy.

Manufacturer narrative:
Investigation coordinated by exponent. Report received indicates all retrieved device components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. The polyethylene inlay interface of the inferior endplate had damage consistent with implantation of the device based on a comparison to a control that had that had undergone a simulation of the implantation process. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surfaces of the endplates showed remnants of bone. The articulating surface of the superior endplate had evidence of multi-directional scratching and a biofilm. The polyethylene inlay had evidence of impingement damage. Machining marks were observed on the perimeter of the articulating surface of the polyethylene inlay, and worn machining marks were observed on the backside surface. The snap lock of the polyethylene inlay appeared rounded when compared to a never implanted control. The articulating surface of the polyethylene insert showed evidence of adhesive abrasive wear. Product development evaluated the exponent report with the following results: the inferior endplate was examined macroscopically for signs of wear and damage in exponent report. The polyethylene interface of the inferior endplate had damage consistent with implantation of the device based on a comparison to a control that had undergone a simulation of the implantation process. The backside surface of the inferior endplate had evidence of iatrogenic damage. The backside surface also showed the presence of remnant bone. Based on the condition of the inferior endplate, there is no contributable root cause for the anterior migration or polyethylene inlay expulsion associated with the superior endplate. Expiration date: corrected to 12/31/2009.